Event description:
It was reported that the user experienced a prolonged low blood glucose event after difficulty inserting the cartridge into the ilet during a supply change before performing a rewind, with the device alerting for low glucose and the user reporting a blood glucose of 40 mg/dl and out-of-range values for about 10¿12 hours. Investigation included complaint evaluation, troubleshooting, and user education conducted by customer care. Further investigation of this case revealed that the low glucose event was user-reported and temporally associated with a supply change and attempted cartridge insertion prior to completing the rewind, with correction using oral carbohydrates. There was no user reported clinical symptoms during the event. Outcomes included no outside assistance and no medical intervention. It was concluded that the event was consistent with hypoglycemia of unclear cause, with successful self-treatment using oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.